Event description:
It was reported to nova biomedical that a consumer received a reading of 358 mg/dl on their blood glucose meter. The consumer, based on that reading, administered 10 units of insulin. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call, it was revealed that the consumer does not control solution test her test strips as stated in our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.